Event description:
It is reported that review of the patient's x-rays revealed radiolucent lines visible for the tibial component, visible patella alta, and an unknown small fragment in front of the anterior flange of the femoral component.

Manufacturer narrative:
Evaluation summary: review of immediate postoperative radiographs does not suggest incorrect orientation or improper fit. Additional postoperative radiographs were returned, but the extent of time post-op is unknown. Review of the additional ap postoperative radiograph indicates a radiolucent gap between the proximal tibia and the medial portion of the tibial baseplate. Radiolucent lines are also noted distal to the medial peg. Review of the additional ml postoperative radiograph indicates that there is a radiolucent gap between the proximal tibia and posterior portion of the tibial baseplate. Radiolucent lines are also noted distal to the medial peg in the ml view. There is an unknown radiopaque object in front of the anterior flange of the femoral component and the patella is still experiencing patella alta as noted in the immediate postoperative radiographs. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. Device history records for the tibial component were reviewed and found conforming.